Manufacturer narrative:
No belt clip received with the insulin pump. The insulin pump was unable to perform displacement test due to completely broken off reservoir tube lip noted during testing. The insulin pump had missing reservoir tube o-ring, minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a broken reservoir compartment. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.